Event description:
Caller reported their controller shut off and would not power back on. Caller confirmed that their ins was fully charged but their controller would not charge when connected to the wall charger. Caller stated their scs ins was implanted on (B)(6). Caller initially thought the device was a mdt device and provided the following numbers from the back of the controller (B)(6). Caller then confirmed their controller said "boston scientific". Pss reviewed information and instructed pt to contact boston scientific for further assistance. Caller mentioned they had two asthma attacks recently, they fall easy, and they have had two strokes and lose their train of thought easily. Reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).